Manufacturer narrative:
This report is based on information provided by post market vigilance investigation personnel. One rfa1530 was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection found no defects. The customer reported that when the antenna was plugged into the generator, the temperature was not displayed. The reported condition was confirmed. The water circulated normally through the device. The device did not read the temperature properly. The needle was removed. The solder joint at the tip of the thermocouple was found to be broken. The investigation identified the root cause of the reported event to be a poor solder joint. A CAPA has been issued. The failure identified is captured in the current risk management file # (B)(4), . No update to the risk management file is required at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that when the antenna was plugged into the generator, the temperature was not displayed. There was no patient injury.